Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm that occured during use of intra aortic balloon on patient. The esp personel had reviewed and discussed the roubleshooting steps to the user in detail. While troubleshooting with various steps the pump went into standby for 25 minutes the esp personel suggested that they discuss removing and replacing the balloon if no other interventions were successful and they were unable to get the pump started no harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).